Manufacturer narrative:
This is one event (death) for the same patient involving three products; associated MDR #s 2937457-2013-00141, 1225714-2013-02250, 1225714-2013-02251.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 after the use of the product.